Manufacturer narrative:
Aware date: notification date (06/06/2025) and bsc aware date (06/06/2025), but we opted to follow the earliest date good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon failed to deflate. The 20mm x 3.0mm in diameter, 85% stenosed target was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, before the balloon was unpacked and entered the patient's body, it was noted that the balloon did not deflate completely and could not be used safely. The procedure was completed with another of the same device. No complications were reported, and patient was stable after the procedure.

Manufacturer narrative:
Aware date: notification date (06/06/2025) and bsc aware date (06/06/2025), but we opted to follow the earliest date good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 80.1cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis of the balloon material revealed no issues. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No issues were noted with the blades, and the pads were intact. The device was attached to an inflation unit and the balloon was inflated for functional testing. The balloon inflated fully and maintained pressure for 15 seconds, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. This was repeated three more times and no issues were noted. No other issues were noted during analysis.

Event description:
It was reported that balloon failed to deflate. The 20mm x 3.0mm in diameter, 85% stenosed target was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, before the balloon was unpacked and entered the patient's body, it was noted that the balloon did not deflate completely and could not be used safely. The procedure was completed with another of the same device. No complications were reported, and patient was stable after the procedure.

Event description:
It was reported that balloon failed to deflate. The 20 mm x 3.0 mm in diameter, 85% stenosed target was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 10 mm x 2.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, before the balloon was unpacked and entered the patient's body, it was noted that the balloon did not deflate completely and could not be used safely. The procedure was completed with another of the same device. No complications were reported, and patient was stable after the procedure.

Manufacturer narrative:
Aware date: notification date (06/06/2025) and bsc aware date (06/06/2025), but we opted to follow the earliest date good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1: initial reporter phone: (B)(6).